Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the celiac artery. A 6.0mmx18mmx90cm express sd renal/biliary stent was selected to treat the lesion. The stent came off the balloon and went from the aorta down to the left leg artery to the superior femoral artery. The stent was snared and was pulled out. The procedure was not completed due to the amount of radiation used. No further complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an express sd stent delivery system (sds) and stent with no original packaging or other devices. The stent was received detached/separated from the sds. There was blood on the stent and between the balloon folds. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. Majority of the stent was damaged with bent, flared, smashed and overlapping struts. Inspection of the remainder of the device and stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the celiac artery. A 6.0mmx18mmx90cm express sd renal/biliary stent was selected to treat the lesion. The stent came off the balloon and went from the aorta down to the left leg artery to the superior femoral artery. The stent was snared and was pulled out. The procedure was not completed due to the amount of radiation used. No further complications were reported and the patient's status was fine.